Event description:
The customer contact reported the patient received less medication than intended. The pump was returned to the biomedical department from (B)(6) with a note that stated, "administering less than calculated" and "epidural pump infused less than it said it did." No specific patient information, pump programming or event details were provided. The pump was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.42ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). The device history was downloaded at the service center. A review of the device history indicates on (B)(6) 2012 at 0232, the device was programmed for protocol #1, continuous + bolus delivery in ml, with a continuous rate of 10ml, a 6ml bolus dose, 60 minutes bolus lockout, an 1 bolus/hr lockout, and a 104 container size. At 0233, a 4.9ml priming volume was indicated and the device was powered off. Between 0308 and 0309, the device was powered on and the delivery was started. Between 0852 and 1124, two 6ml patient initiated bolus deliveries occurred and the 1 hour limit was reached. Between 1155 and 1156, an empty container alarm occurred, the silence key was pressed, the delivery was stopped and the device was powered off. The review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.